Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy procedure, during transection of stomach, surgeon was able to press the green safety button, proceed firing by squeezing handle, however cannot proceed further firing as the handle cannot be squeezed at the middle. Surgeon changed to another new device to resolve the issue in order to complete the case. No patient injury.